Event description:
On (B)(6) 2023, rayner received notification from its australian affiliate company of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the haptic broke during implantation necessitating explantation of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol haptic tore during implantation necessitating explantation through an enlarged incision. A back-up lens was implanted successfully during the original surgery session. Surgery was extended as a result of the event. No patient injury reported. The device associated with this event is not available for return to rayner. The rayone preloaded injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion": inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Our review of production records for the rayone emv toric rao210t batch 063218618 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 063218618. There is insufficient evidence and information available to establish the cause of haptic breakage in this case.